Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The customer's blood glucose was unknown. The customer stated that the device did not need to be replaced because they had received a new, upgraded insulin pump and were being trained on it. The call was disconnected and the callback attempt was unsuccessful. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).